Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require an exchange of the device. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 5 years, 9 months was being evaluated for a valve-in-valve procedure due to severe stenosis, restricted movement of the posterior leaflet, and mild regurgitation. Patient presented with occasional dizziness and worsening dyspnea. Tee also demonstrated severe as.